Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that on (B)(6) 2020, the microsensor was not working during a pressure measurement procedure after it was placed in the ventricle. When connecting the measurement fiber to the monitor, it would not calibrate. It was tested with other monitors, however, the issue persisted. The fiber was replaced by another one and it worked correctly in the initial monitor.

Manufacturer narrative:
The microsensor was returned for evaluation: review of the history device records for the product code 82-6638 with lot 4171166 conformed to the specifications when released to stock. Failure analysis - the issue of the complaint was not confirmed: no visible damage to the millar sensor, catheter material, or connector. Icp express passed with reading of 486. The device passed electronic, noise, linearity/hysteresis, and signal drift tests the root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to excessive pressure applied to product.